Manufacturer narrative:
This investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2016-00307, 00308, 00309, 00310, 00311, and 00312.

Event description:
Allegedly the patient was irrigated and debride due to infection (right).